Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the site was unable to navigate the passive catheter introducer (pci) probe during a case. The site registered, moved on to navigate, and after verifying the pci probe, they could no longer navigate. Navigation was aborted due to this issue. A medtronic representative noted that the system had no issues tracking and the scan was good. He noted that the sterile frame was an older model and he believed that the site had the frame on upside down for registration. After flipping the frame, navigation was possible. There was less than an hour delay to the procedure and there was no reported impact on the patient¿s outcome due to this procedure.